Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement triggered falsely. The device was subsequently returned and analyzed. The returned device indicated an issue with the battery.

Event description:
It was reported that the implantable pulse generator (ipg) had premature battery depletion during warranty period. The device was explanted and replaced. No patient complications have been reported as a result of this event.